Event description:
During the procedure, the occlusion balloon material pulled away from the hypotube resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician inserted the aspiration catheter but before the aspiration was performed the occlusion balloon material separated from the hypotube resulting in the occlusion balloon deflating. Completed the case without occlusion. The device was removed and discarded. The pt is reported to be fine.